Manufacturer narrative:
Additional, changed, and/or corrected data: b3.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown and double capsule. Device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown and double capsule. Device has been explanted.

Manufacturer narrative:
Continued h.6 health effect impact code - f2203 imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Double capsule: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade unknown.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ double capsule: unable to observe as it is not related to the device. Additional observations: ¿ observed deformation on the device. ¿ observed wear abrasion on the device. ¿ yellow particles observed on the surface of the shell. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown and double capsule, diagnosed by ultrasound. Device has been explanted.